Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/device evaluation. H3: device evaluated by manufacturer - additional information. H6: adverse event problem - additional information.

Event description:
It was reported that broken needle occurred on 1/28/2024 for sensor with lot number 7331415. However, applicator with lot number 5328779 was returned for evaluation. An external visual inspection was performed and passed due to cannula and needle still being present and without damage. The allegation was not confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.